Event description:
It was reported the patient is not able to enter MRI mode due to invalid impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), batch: a000044652.

Manufacturer narrative:
The event of a patient unable to place their device in MRI mode was reported to abbott. The rep performed troubleshooting over the phone. The patient attempted several positions to attempt to access MRI mode to no avail. Impedance checks could not be done over the phone. The patient is scheduled to have their system explanted and replaced with a boston scientific implant in (B)(6) 2023. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined the allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4) serial: (B)(6), batch: a000044652